Event description:
Ous MDR. After an implantation period of about 60 months, elevated threshold and impedance values were reported. During the revision procedure, a possible defect on the lead was observed. A possible friction between ICD and muscle was reportedly assumed. The lead was explanted and returned to biotronik for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 26 cm distal to the is-1 connector pin. Only a proximal lead fragment was received and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. In particular approx. 16 cm distal to the is-1 connector pin the insulation was found rubbed through. This damage can be considered as the root cause for the clinical observations. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. Further damages such as the cuts in the insulation and the overrotated inner coil most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.